Event description:
The arterial and venous pressure limits were open so that nurse could give the pt a bolus of normal saline. When the limits reset automatically, the machine went into power shutdown. The 1st attempt to turn the power on failed. On the 2nd attempt, the power went on but the machine went into chemical rinse. Screen indicated chemical rinse in progress. Pt was immediately isolated from the system. His blood was not returned. At no time was pt exposed to system because blood pump was off.